Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received a replacement pump about 2 months prior and uses a lot of batteries. His blood glucose is unknown. The customer also gets failed battery test alarms and has used over 30 batteries but they still do not solve the issue. The insulin pump will not be returning for analysis.